Event description:
During an in clinic follow-up, the right ventricular (rv) lead was found to be dislodged. An x-ray was performed, which confirmed the dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.